Manufacturer narrative:
Device sample has not been returned to MFR in time for this report.

Event description:
The event is reported as: during surgery, when the port is positioned at a steep angle, the balloon bursts. No pt injury reported. Pt's current condition listed as fine.